Manufacturer narrative:
An event regarding a packaging issue involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: the product box, IFU, the implant stickers, and the implant were returned and appears intact. The device looks unremarkable. The blister assembly were not returned. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed as the blister assembly has not been returned. The product box, IFU, the implant stickers, and the implant were returned and appears intact. The device looks unremarkable. However, there is a known packaging issue where the foam gets stuck to the tyvek lid upon attempt to open. Packaging innovations is aware of this, and has issued a memo.

Event description:
The tritanium shell was stuck to the inside packaging. When the tech opened the tyvek peel, it stayed attached to the peel and flipped out onto the floor. It was not implanted

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The tritanium shell was stuck to the inside packaging. When the tech opened the tyvek peel, it stayed attached to the peel and flipped out onto the floor. It was not implanted